Event description:
Pulmonetic systems, inc. Received the following report from a representative: ventilator powered off and on going through post. Turbine sounds changing pitch. Event occurred with device was on a patient. No patient harm.